Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. From the investigative results, the following phenomenons were noted: · insufficient air flow · pressure decreases · front panel cannot be operated of these alleged issues, the events of "insufficient air flow" and pressure decreases" were not confirmed, according to the received inspection results. No definitive root cause could be established for these events. Regarding the suggested phenomenon of "front panel cannot be operated": a definitive root cause could not be established. From the facts provided, it was determined that this event was due to a defective front panel - however, the cause of this defect could not be further determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the air was "insufficient" and the pressure was "insufficient." The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation determined the front panel failed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.